Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that last week she was at a concert and was by speakers. The patient reported that she was far away from the speakers but the beat from the speakers kept zapping her a little, it was giving her a pretty good jolt. The patient reported that she turned down stimulation because she couldn¿t even move her arms. The patient reported that she felt ¿tingling¿ after she left the concert but like the next day the ¿tingling¿ started fading away and now stimulation went away. The patient reported that it had been like 3 days ago that the patient started to hurt and tried using the controller and noticed ¿settings not available, cannot provide your desired settings.¿ the patient wasn¿t able to increase. The patient had 2 programs in group a. The patient had no other groups to try. Additional information was received from the patient on 2020-02-07. The patient reported that the issue was continuing. The patient reported that she was still able to charge the ins. The patient¿s ins and controller were not depleted. The patient confirmed that she was unable to make adjustments to a1 and was able to decrease but not increase on a2. No further complications were reported.